Event description:
The reporter states that a hypoglycemic pediatric pt was tested with a blood glucose result of 96 mg/dl on the accu-chek inform system and a lab result of 58 mg/dl. The results were obtained outside a ten min time frame. The pt was treated over 2.5 hours later. Results of treatment undisclosed. The accu-chek inform system result did not match the customer's symptoms. New system sent and return requested.